Event description:
Reportedly, the device displayed the patient ECG as only dashed lines. After approximately 10 minutes, and when unspecified actions were completed, the monitor began displaying the patient ECG appropriately. The patient was monitored en route to the hosptial. The patient resuscitated.